Event description:
Related manufacturer report #: 2017865-2023-40705. It was reported that during a generator replacement procedure, upon gross inspection of both the right atrial (ra) and right ventricular (rv) leads, an insulation breach was observed. Impedance trends were steady and stable in both leads. The ra and rv lead were capped (B)(6) 2023 and replaced. The patient was stable.